Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a routine follow-up visit, the device status was at end of life (eol). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a routine follow-up visit, the device status was at end of life (eol). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: this device was not received by boston scientific arden hills. Although the field representative indicated that this device was returned, there is currently no record of return for this product. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device case was opened for inspection and testing of the internal components. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a routine follow-up visit, the device status was at end of life (eol). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.